Manufacturer narrative:
The product analysis confirmed the overheating with the 1 minute temperature test at 253 degrees fahrenheit. The analysis noted the motor sounds rough. The motor and multiple internal components have been replaced. The device has been successfully tested specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported "the handpiece gets very hot in use". There were no injuries reported as a result of this event.

Manufacturer narrative:
The analyst has confirmed the heating was most likely the result of the worn nose bearings. The analyst has also confirmed the motor was worn and the cable was kinked. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported "the handpiece gets very hot in use". There were no injuries reported as a result of this event.